Manufacturer narrative:
H11: internal complaint reference: case- (B)(4).

Event description:
It was reported that, during a meniscus repair, the second needle of one (1) fast-fix flex curved became dislodged from the inserter. The t1 implant was removed from the patient with graspers. The procedure was resumed, using an equivalent s+n backup, with a non-significant delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The insertion device has no visible defect, and bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.